Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is not needed because the event was determined to be not MDR reportable per work instruction rpmwi1664 medical device reporting, and there was no reported device allegation or returned product analysis findings suggestive of a failure of a device, labeling or packaging to meet specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient was not happy with results and was expecting a better results. It was noted that patient was helped to increase his stim. The issue was not resolved at time of the report. Patient status was noted as alive, no injury. Additional information received as patient reported that they had surgery on (B)(6) 2017 and from (B)(6) 2017 to (B)(6) 2017, when they made contact with doctor to change the program they had three times of just made it to stool - 20 feet, six times of stain in pad and pants and two time of total loss in pants. Since surgery, patient was on program 1 and 1.3v, there was no change in program until they met doctor on (B)(6). They went on program 2 on (B)(6) at 1.5 and changed to 1.4 on (B)(6) and to 1.3 on (B)(6). Patient had to went to bathroom 7 times on (B)(6), lost in pants on (B)(6). They went to program 3 at 1.3 and on (B)(6), they had stain in pads. They had liquid leak on (B)(6) on program 3 at 1.4. Patient had 2 urgencies on (B)(6) on program 3 at 1.5. As of now, there was no success with therapy and it was just trial and error. (B)(6) 2017 crts 3535205, mpxr 413485 (con): a patient reported a change or loss of therapy. The patient stated he was not getting therapeutic effect and it was not helping by 50%. The patient stated he does experience hills and valleys, but he experienced that before therapy before as well. The patient stated he had gone through 3 program changes and a number of amplitudes added to that. The patient stated he adjusted 12 times. The patient noted later that he had never gone beyond 1.9 v. The patient did feel stimulation. The patient stated at some point however, stopped feeling stimulation and wasn¿t sure what to do at that point. The patient did state therapy was on at that time. Additional information from a consumer reported the doctor who implanted the implantable neurostimulator (ins) reached to another doctor about the issues the patient was having. The patient noted he had service diarrhea and had lost 3 pounds. The patient stated he had been the bathroom for 3 days and could not stop going long enough to change his pants. The patient stated he had not heard back from the healthcare professional (hcp) he contacted regarding the issue. The patient synced and therapy was off and he stated he turned it off on the morning of the call. The patient noted he was on program 4 at 2.1 v. The patient stated the symptoms he had to the therapy was irregularity and ¿unable to control¿. The patient stated the symptoms he had prior to the severe diarrhea were similar to the symptoms he had before the ins was implanted. The patient stated he had not 50% or greater reduction in therapy since getting implanted. The patient also stated he noticed some changes, but they may be related to other things besides the device. It was noted the patient had severe diarrhea and lost 3 pounds on (B)(6). The patient also noted the similar symptoms prior to the having the ins began (B)(6). Additional information from the patient on (B)(6) reported severe diarrhea and they wanted to turn the device off. There were no further complications that have been reported as a result of this event. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reports the sever diarrhea started on (B)(6) 2017 which resulted in 17 stools in one day culminating with a complete evacuation on (B)(6) 2017. A doctor ordered a stool test which confirmed an oral-fecal virus. Patient reports never receiving therapy instructions regarding the use of their implantable neurostimulator (ins) from their doctors. From working through all programs and amplitudes on their own, the patient hasn't experienced a change in their bowel programs while using the ins and they turned their ins off on (B)(6) 2017. During an indirectly related medical appointment with their doctor, patient reported being tired, without energy, and lacking strength, it was suggested to try testosterone. When the patient talked to their managing healthcare professional (hcp), they were prescribed 20.25 mg androgen 1.62%. Prescription was started on (B)(6) 2017 and they are now experiencing normal stools. No further patient complications have been reported as a result of this event.